Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Immediately following placement of the lead, the patient's blood pressure dropped. An echocardiogram was performed and an effusion was noted. A pericardial tap was performed. It was noted the patient went into ventricular tachycardia (vt) during the procedure. An attempt to reposition the lead was made however difficulty was experienced extending the helix. The lead was removed and the atrial port was plugged on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient had undergone an implant procedure a day prior however the procedure was aborted due to reaction to sedation.

Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient passed away six days after the implant procedure. It was reported that the patient remained in the intensive care unit for observation. It is unknown if the patient was discharged following the procedure.